Manufacturer narrative:
A voluntary medwatch report ((B)(4)) was received on 25sep2017 and stated, "sheath inserted to access dialysis fistula, when wire inserted, valve leaked. Original intended procedure: ultra-sound guided antegrade cannulation of left cephalic vein". Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, visual inspection and functional testing of the returned device was conducted during the investigation. The sheath and dilator of the performer introducer were returned. No wire guide was returned for examination. A kink is noted 4mm from the proximal hub. The sheath was tested for leakage. No leakage was detected. A 0.035" wire guide was inserted into the sheath. Slight leakage was detected from the valve around the wire guide. The connector cap was disassembled from the check-flo body. The check-flo cap was disassembled from the body. A small amount of glue was visible around the threads of the check-flo body. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; the root cause for the failure of leakage has been identified as inadequate tightening of the cap onto the valve body. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A performer introducer was used in a fistulogram procedure in the arm. It was reported that, when trying to advance the guide wire through the valve, the valve was leaking. The physician replaced the sheath and completed the procedure without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.